Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant and abutment were placed in ada site 5 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted patient's mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.the dentist reported that immediate load and bone graft was executed.

Event description:
The clinician reported that 1 month after the dental implant and abutment were placed in ada site 5 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted patient's mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).